Manufacturer narrative:
Calibration and qc were acceptable. The sample foam detection (sfd) images were reviewed. Of the 688 samples tested for troponin t hs between (B)(6) 2025 and (B)(6) 2025, 449 samples were flagged with an alarm. The camera lens appeared to be dirty, and the camera was misaligned.. The gripper wheels showed dust and crusting from residual fluid. The images of the patient samples suggest sample quality issues. The customer was using microcups; the micro cups used are not within specification. Product labeling provides the specifications for acceptable sample containers. The investigation determined the event was due to pre-analytical handling issues.. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). On 27-mar-2025 the field service engineer (fse) replaced the measuring cell and completed instrument performance testing. The investigation is ongoing.

Event description:
We received an allegation of discrepant high results for 9 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. Patient 1 initial result was 26.8 pg/ml. The sample was repeated twice with results of 9.42 pg/ml and 9.4 pg/ml. Patient 2 initial result was 21.9 pg/ml. The sample was repeated twice with results of 5.25 pg/ml and 4.93 pg/ml. On (B)(6) 2025 patient 3 initial result was 29.5 pg/ml. The sample was repeated twice with results of 13.8 pg/ml and 14.3 pg/ml. Patient 4 initial result was 11.5 pg/ml. The sample was repeated twice with results of < 5 pg/ml and 5.1 pg/ml. Patient 5 initial result was 7.9 pg/ml. The sample was repeated twice with results of 13.6 pg/ml and 8.4 pg/ml. Patient 6 initial result was 17 pg/ml. The sample was repeated twice with results of 21.6 pg/ml and 16.4 pg/ml. Patient 7 initial result was 17.2 pg/ml. The sample was repeated twice with results of < 5 pg/ml and < 5 pg/ml. Patient 8 initial result was 11.2 pg/ml. The sample was repeated twice with results of 14.0 pg/ml and 10.9 pg/ml. On (B)(6) 2025 patient 9 initial result was 33.7 pg/ml. The repeat result was 26.7 pg/ml.